Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim, faded and discolored. Additionally, there was moisture behind the display screen and on the inside of the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the text on the display screen was dim, faded and discolored. There was moisture observed behind the display screen. The keypad cover was found to be peeling from the ok button. All buttons responded appropriately. Unrelated to the display issue, evaluation revealed that the bolus bottom was missing from the pump. During testing, the pump failed the leak test. The pump was opened and moisture was found inside the pump. (B)(6).